Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and a polarity switch. The lead was reprogrammed and remains in use. It was further reported that the patient experienced pre-syncope and occlusion was noted during the lead revision procedure. It was also reported that the following issues were noted on the rv lead: confirmed fracture, high thresholds, oversensing of noise and a high number of ventricular intervals on the sensing integrity counter (sic). The rv and ra lead were capped and replaced with a leadless pacemaker system. No further patient complications have been reported as a result of this event.